Event description:
The customer reported that the insulin pump went to threshold suspend when she was sleeping but her blood glucose was 150 mg/dl. Customer stated there was large difference in the sensor versus blood glucose readings. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. Advised the customer to monitor and call back if she has any other questions. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).